Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient has a return of pain. Patient contacted the manufacturer representative (rep) that they felt their stimulator was not working properly and also felt that there was damage to the ins after a fall. Patient said they fell towards the end of 2024. When they fell, they grabbed their significant other, who fell on top of them. Their battery is placed in their abdomen. Patient felt as though they broke a couple of ribs and possibly bent the battery. Patient decided not to go to the hospital or let the rep know until the therapy felt like it wasn't working anymore. Rep interrogated the device. Found that the battery connections were good, but there were a lot of high impedance issues. After re-interrogating it after the patient moved, the impedance issues shifted on some of the contacts. Rep spoke with the implanting surgeon. She ordered x-rays for the patients. She looked at the x-rays and nothing looks amiss. The implanting surgeon asked the patient to have their primary hcp send a referral to see them back in t he office and discuss a revision of the lead. For now, the patient decided to turn the stimulator off until that consultation happens. Issue is unresolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.